Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: surgeon finalized tension on cinchlock ss in the hip, surgeon pull handle and the anchor was fully deployed into the acetabulum. When removing inserter, the surgeon saw the pull wire still attached to the anchor. Surgeon checked for any remaining wire in the area, proceeded to cut wire flush. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut out.